Manufacturer narrative:
One unit is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
During a wire exchange the tip of the catheter came off in the portal vein and migrated further into the patient's left portal branch within the liver. The fragment is now stable and unable to migrate any further. The physician made one attempt to retrieve the tip and was unsuccessful. The physician used another catheter to finish the procedure successfully.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found. Corrective actions are in process.

Manufacturer narrative:
The suspect device did not return for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database and device history record could not be performed because the lot number was not provided.